Manufacturer narrative:
(B)(4). The rods were returned for evaluation. Visually confirmed rods broken. Microscopic examination of the fracture surfaces reveal a fairly flat, brittle fracture surface with river lines indicative of overload. Additionally, there is some evidence of progressive striations, suggesting fatigue. The river lines appear to be more prevalent and prominent than the fatigue striations, suggesting overload as the primary mechanism of failure. Multiple witness marks are noted on the rods, consistent with intraoperative contouring. One side of one fracture surface severely damaged. A review of the device history records did not identify any applicable nonconformance to specification. X-ray review shows ap and lateral views of major scoliosis construct t3-l3 verifies one broken rod above l1 screw.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t3-l3 with osteotomies to treat congenital scoliosis. The patient came back for a routine visit and it was found that both rods had broken. The patient underwent a revision surgery approximately 1 year post-op. The broken rods were removed and replaced. No patient complications were reported.